Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs for the procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that there were four events of activations of energy usage; however, there were no cut functions recorded. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist one vessel sealer instrument did not seal adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to an open surgery in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted hemi-colectomy procedure, it was alleged that the endowrist one vessel sealer instrument did not seal the ileocolic vessel and there were no audible tones indicating the sealing cycle was complete. As a result, the patient allegedly experienced minimal bleeding and the robotic procedure was converted to an open traditional surgical procedure. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) who was present during the procedure and obtained the following information regarding the reported event: the csr stated that the surgeon had skeletonized the ileocolic vessel with a permanent cautery hook instrument and then attempted to seal the vessel with the endowrist one vessel sealer instrument. The surgeon indicated that while activating the sealing function of the instrument, the vessel disintegrated and divided. The surgeon claimed that he did not activate the knife or cut function of the instrument when the event occurred. The surgeon stated the proximal end of the ileocolic vessel was sealed; however, the distal end was found to be bleeding. The csr stated they did not hear audible tones indicating that the sealing cycle was complete. Hence the surgeon attempted to seal the proximal end of the ileocolic vessel again. During the second seal attempt he heard the audible tones indicating that the sealing cycle was complete. The surgeon then attempted to seal the distal end of the ileocolic vessel; however, he could not get hold of the vessel stump due to the size of the stump. According to the csr there was minimal bleeding seen from the distal end of the vessel. However, since the surgeon could not get hold of the bleeding vessel stump, and experienced a sealing issue with the endowrist one vessel sealer instrument, the surgeon made the decision to convert the robotic procedure to an open traditional surgery. After the case was converted to open surgery, the surgeon was able to control the bleeding by placing sutures and cauterizing the ileocolic vessel. It was reported that the surgeon completed the surgical procedure. The surgical procedure was not recorded on video. The csr confirmed that the size of the ileocolic vessel was not over 7mm in diameter, the tissue was not under tension, and the vessel was not calcified. No blood transfusions were administered. The patient was reported to be recovering well. There were no post-operative complications.